Event description:
It was reported that during a cholecystectomy procedure, once fired, the clips remained open. A new other device was used to carry out the procedure. No adverse patient consequences were reported. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.